Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with nordic bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.